Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys (B)(6) pt ((B)(6)) results for 1 patient sample tested on a cobas 8000 e 602 module (analyzer a) compared to another cobas 8000 e 602 module (analyzer b). The initial (B)(6) result from analyzer a was 1.07 coi, (B)(6). The sample was tested on analyzer b after repeat centrifugation with a (B)(6) result of 0.69 coi, (B)(6). The sample was tested again on analyzer a with a (B)(6) result of 0.98 coi, borderline. It was unknown if the erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The customer stated that the (B)(6) results from analyzer a are believed to be correct. The (B)(6) lot was 28316800. The expiration date was provided as " jun 2018". The investigation is currently ongoing.

Manufacturer narrative:
On the day of event, the field engineering specialist performed maintenance and was not able to find a cause. Specific details of actions performed was not provided. The patient sample was not available for further investigation. The investigation was unable to find a definitive root cause.